Manufacturer narrative:
A1: patient ID: (B)(6).

Event description:
Reprise IV study. It was reported that a transient ischemic attack (tia) and a second degree heart block with a pacemaker implant occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or antiplatelet medication at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg of clopidogrel prior to the procedure. An isleeve introducer was placed, and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, a CT scan revealed the patient had a tia and developed second degree heart block. A permanent pacemaker was recommended, then implanted, the following day. Hospitalization was prolonged, but both events were considered resolved. Two days post index procedure, the subject was discharged. It was further reported that the patient had symptomatic bradycardia in addition to the second degree heart block. The permanent pacemaker was implanted to treat both arrhythmias. Additional symptoms of numbness, pronator drift, and possible dysarthria were also reported to be associated with the tia. Aspirin and atorvastatin was increased to 80 mg to treat the tia. It was further reported that on the same day as the index procedure, the patient was noted with an altered mental consciousness. A CT scan was ordered and found the presence of patchy low density white matter with consistent chronic white matter changes. The ventricles and sulci were appropriate, with no mass effect or extracerebral collection noted without any acute incranial hemorrhage. The mastoid air cells and paranasal sinuses were unremarkable. These observations resulted in the patient being diagnosed with a tia. The same day as the index procedure also revealed sinus rhythm with first degree av block and nonspecific intraventricular av block and left axis deviation via electrocardiogram.

Manufacturer narrative:
H6 patient codes - (B)(6). A1: patient ID: (B)(6).

Event description:
Reprise IV study: it was reported that a transient ischemic attack (tia) and a second degree heart block with a pacemaker implant occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or antiplatelet medication at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg of clopidogrel prior to the procedure. An isleeve introducer was placed, and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, a CT scan revealed the patient had a tia and developed second degree heart block. A permanent pacemaker was recommended, then implanted, the following day. Hospitalization was prolonged, but both events were considered resolved. Two days post index procedure, the subject was discharged. It was further reported that the patient had symptomatic bradycardia in addition to the second degree heart block. The permanent pacemaker was implanted to treat both arrhythmias. Additional symptoms of numbness, pronator drift, and possible dysarthria were also reported to be associated with the tia. Aspirin and atorvastatin was increased to 80 mg to treat the tia. It was further reported that on the same day as the index procedure, the patient was noted with an altered mental consciousness. A CT scan was ordered and found the presence of patchy low density white matter with consistent chronic white matter changes. The ventricles and sulci were appropriate, with no mass effect or extracerebral collection noted without any acute incranial hemorrhage. The mastoid air cells and paranasal sinuses were unremarkable. These observations resulted in the patient being diagnosed with a tia. The same day as the index procedure also revealed sinus rhythm with first degree av block and nonspecific intraventricular av block and left axis deviation via electrocardiogram.

Event description:
Reprise IV study. It was reported that a transient ischemic attack (tia) and a second degree heart block with a pacemaker implant occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or antiplatelet medication at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg of clopidogrel prior to the procedure. An isleeve introducer was placed, and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, a CT scan revealed the patient had a tia and developed second degree heart block. A permanent pacemaker was recommended, then implanted, the following day. Hospitalization was prolonged, but both events were considered resolved. Two days post index procedure, the subject was discharged. It was further reported that the patient had symptomatic bradycardia in addition to the second degree heart block. The permanent pacemaker was implanted to treat both arrhythmias. Additional symptoms of numbness, pronator drift, and possible dysarthria were also reported to be associated with the tia. Aspirin and atorvastatin was increased to 80 mg to treat the tia.

Manufacturer narrative:
A1: patient ID: (B)(6).

Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) and a second degree heart block with a pacemaker implant occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or antiplatelet medication at the time of index procedure. The patient received loading doses of 325 mg aspirin and 300 mg of clopidogrel prior to the procedure. An isleeve introducer was placed, and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, a CT scan revealed the patient had a tia and developed second degree heart block. A permanent pacemaker was recommended, then implanted, the following day. Hospitalization was prolonged, but both events were considered resolved. Two days post index procedure, the subject was discharged.